Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112703 the dentist reported that 6 months after the dental implant was installed in intraoral region #24 it was verified its non osseointegration. Forty-five ncm of primary stability was achieved and immediate load was executed. Patient presented bone type ii. Dentist informed that bone overheating occurred during surgery.